Manufacturer narrative:
(B)(6). The device was manufactured from october 26, 2019 - october 30, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused medication to the patient. The expected infusion time was 48 hours; however, the infusion took 73 hours to complete the treatment. The device was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.